Event description:
It was reported that the customer went to the emergency room (ER) with a low blood glucose (bg) level, value was not provided; cause was not known. Glucagon was administer by the customer to address the bg and monitored in the ER. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.